Event description:
Healthcare professional reported injecting a patient with 3 syringes of harmonyca¿ lidocaine. After injection, patient experienced an "engorged facial vein". The same night post-injection, patient had "a low fever, swallowing saliva and a lot of sore throat [plus] a slight ear bite, only on the left side". Patient later experienced pain on the left side of the throat in the "lower row of [their] neck, and [their] left ear hurt a lot after swallowing and there were 2 large bleeding stones from [their] throat". Symptoms are resolved. A 22g cannula was used. This was the initial use of the syringe.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of infection is considered an unexpected adverse drug experience.

Manufacturer narrative:
Additional, corrected, and/or changed data: h6.

Event description:
Healthcare professional reported injecting a patient with 3 syringes of harmonyca¿ lidocaine. After injection, patient experienced an "engorged facial vein". The same night post-injection, patient had "a low fever, swallowing saliva and a lot of sore throat [plus] a slight ear bite, only on the left side". Patient later experienced pain on the left side of the throat in the "lower row of [their] neck, and [their] left ear hurt a lot after swallowing and there were 2 large bleeding stones from [their] throat". Symptoms are resolved. A 22g cannula was used. This was the initial use of the syringe.